Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection and underwent an implantable pulse generator (ipg) explant procedure where the ipg was explanted and replaced. The patient was administered medication; however, no additional information is available. The device was discarded and will not be returned for analysis.